Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not booting up. Upon troubleshooting, the rse found communication failure with the unit controlling the front flat detector. To resolve the issue, the system was powered off and powered on back (power cycle), after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.